Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Surgeon reported that a patient presented post op with a hyperopic surprise. Doctor performed bilateral simultaneous cataract surgery. Doctor has checked the measurements. Patient vision on (B)(6) 2024 is 6/60 in the left eye. Refracted her left eye, and she corrects to 6/7.5 with +4.50 correction. Affected eye is the left eye. Her maculae scans are fine, completed a corneal optical coherence tomography as well and the lens positioning also looks fine. Doctor did a dilated fundoscopy/anterior segment slit lamp exam and that was normal. Patient pre op information: left visual acuity: 6/9-2 with glasses. Autorefraction was left: -4.75, -1.00 x 8. On 30 may 2024, doctor performed explant. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 01 july 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: after reviewing the photos of the lens, no issues that could have caused or contributed to the reported complaint were found. However, it was observed that the returned product measured as a 5d lens instead of the labeled 12.5d, which confirmed the reported issue. Based on evaluation of the returned product, a product deficiency and malfunction were identified. Further investigation is being performed to investigate the noted incorrect lens power. A non-conformance has been opened and appropriate corrective and preventive actions will be taken in accordance with our standard operating procedures. Based on the bonding review, production order (po) (B)(4) was the only order associated with this complaint. Manufacturing record evaluation: the manufacturing records for the device were reviewed, and no nonconformity report was found in the records. Additionally, a search in the complaint system revealed no other complaints have been received for the specific production order number. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information has been submitted for further analysis and action as necessary.